Event description:
(B)(4). Severe skin rashes, major weight gain, sleep apnea due to weight, depression, severe abdominal pain unknown, long heavy periods, major issues due to gaining weight and unable to lose weight for 7 years now.

Event description:
#Medwatcher #followup1 #fdamw5043506 #(B)(4). I also have severe migraines since a few weeks after it was placed. I take so many meds for these side effects, I feel like my liver and kidneys are being damaged. Add urinary incontinence to the whole thing too. Vitamin d deficiency.